Manufacturer narrative:
B:5 additional information received; it was confirmed it a type iiia endoleak that occurred between vnmc3737c223tj and vnmc4337c200tj. There were no proximal or distal endoleak. When it was reported the stent grafts were beating during the index procedure, it was judged exactly what was meant by this was unknown but that the physician was worried there was a problem with the structure of the stent grafts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis explant graft(s) decontaminated with hydrogen peroxide and sodium hypochlorite pending further device testing to support the final product analysis findings. The four (4) valiant navion grafts were returned attached with the zenith grafts. There was a 58 degree angulation of the returned graft system, measured along the inner curve of the grafts. The navion and zenith grafts were separated post cleaning. No graft integrity issues were observed during inspection. The reported type iiia separation endoleak could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vnmc3737c223tj, serial/lot #: (B)(4), ubd: 13-oct-2022, UDI#: (B)(4). Product ID: vnmc4646c175tj, serial/lot #: (B)(4), ubd: 01-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the emergent endovascular repair of a 86mm thoracic aortic aneurysm. The vnmc3737c223tj was implanted distally in the descending aorta, and then vnmc4337c200tj was then implanted proximally in the descending aorta. It was reported once these devices were implanted, 1-5 stents were under the junctional overlap non mdt stent graft was implanted at the junction. A non mdt (zenith) was also implanted distally as the implantation was noted to be short. Ballooning was then performed with a reliant balloon. It was said the vnmc4337c200tj stent graft that was implanted proximally disengaged distally. Therefore a vnmc4343c175tj was additionally implanted proximally from just below the common carotid artery. It was said the stent graft was "beating" and it felt uncomfortable but the procedure was judged to be completed as there was no endoleak. A rupture occurred the next day and an emergent tevar was performed. A type iii junctional endoleak was suspected because there was no apparent proximal or distal endoleak. A vnmc4646c175tj stent graft was implanted as treatment under cardiac massage. The patient expired after leaving theatre. It was reported the stent grafts were explanted at autopsy the following day. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is expired.